Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a higher reading from the abbott diabetes care (adc) device compared to a competitor brand meter. The customer experienced "mental confusion" and was administered dextrose by a healthcare professional (who is also their spouse) for treatment. The customer reported a readings comparison of 200 mg/dl from sensor against 60 mg/dl from healthcare meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a higher reading from the abbott diabetes care (adc) device compared to a competitor brand meter. The customer experienced "mental confusion" and was administered dextrose by a healthcare professional (who is also their spouse) for treatment. The customer reported a readings comparison of 200 mg/dl from sensor against 60 mg/dl from healthcare meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.